Event description:
It was reported that the user experienced prolonged hyperglycemia with a peak blood glucose of 286 mg/dl for approximately six hours, followed by a decline to 70 mg/dl, while using the ilet with a 23" 6 mm infusion set; the event was attributed to an unclear cause with a possibly aggressive correction and recent higher carbohydrate intake, and the ilet alerted for out-of-range glucose. Symptoms included none reported. Outcomes included no need for medical intervention and non-medical assistance provided by a caregiver due to dementia. Investigation included review of device performance based on reported alerts and therapy response. Investigation of this case revealed that the device delivered corrections and subsequently reduced glucose as intended, with no evidence of infusion set failure or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple potential factors including meal intake and correction aggressiveness. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.